Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to the event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl meniscal repair, surgeon was using an ar-4502 speedcinch and the first implant deployed but the second implant would not deploy initially. The delivery system was pushing out but no implant came out with it. Upon reinsertion through the meniscus the second implant deployed. Then the ar-4515 knot pusher/suture cutter was being used to tighten the cinch when the sutures were cut prematurely and the surgeon was unable to fully tension the cinch. The suture was cut off and both implants from the speed cinch were left un-retrieved in the patient. The procedure was completed using another manufacturer's device. Device was discarded at the facility.